Manufacturer narrative:
Device evaluated by MFR: the angiojet solent omni was returned for analysis. Inspection of the device revealed multiple shaft kinks, boot tears and numerous effluent line cuts. Functional testing failed due to an under-pressure alarm message. The complaint was confirmed for under-pressure issues related to a hypotube separation.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that an error and boot leak occurred. An angiojet solent omni was selected for use in a thrombectomy procedure. During the procedure, a check saline error was noted. After several attempts to reset, the error was still noted. It was further observed that the catheter balloon was leaking liquid. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable. However, returned device analysis revealed a hypotube break.